Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the instrument was discovered to be broken within a bin in a warehouse.

Manufacturer narrative:
Review of the device history record and receiving inspection report identified no deviations or anomalies. Visual inspection confirms that the item is fractured into 2 pcs. All the pcs were returned. The device was manufactured on sep, 2013 and was in the field for approximately 2 years 9 months was used an unknown number of times. The device is used for treatment. As the device was used in the field for an extended period of time and was returned measuring to print specifications, it is believed that the device left zimmer biomet control conforming. Therefore the root cause can be said to be wear and tear from use.